Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed and no anomalies were found. The distal conductor was stretched and had blood/body fluid (not obstructed); blood/body fluid on the outer tubing overlay; outer tubing overlay melted and breached cut; but tines/lobes; helix/lobe distorted/bent. Apparent explant damage.

Event description:
It was reported that the lead was removed due to (B)(6) bacteremia and vegetation on the lead. It was also reported that upon removal of the left ventricular lead, inspection noted a fracture of the blue plastic after the first lobe and that fibrosis grown into the other lobes prevented retraction. No further patient complications have been reported as a result of this event.